Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. A visual inspection was done, and no damage to the grip tips were found. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The grip tips were successfully loaded correctly.

Event description:
It was reported that, a medium-large clip applier instrument would not release clip. No other information was provided.